Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her son was experiencing high blood glucose level and diabetes ketoacidosis. Customer stated that the auto mode feature was active at time of high blood glucose event. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.